Event description:
Rep reported that the pt received a eds drain and five days after receiving the drain, the pt pulled it and broke it. Csf was squirting after the pt broke it.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.